Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure the implanter physician was concerned if the was sheath was too far into the laa. Once the contrast shot was done on x-ray to measure the laa, it was noticed an unusual flow. Once it was noticed it was a circumferential pericardial effusion, the physician began to implant the 27mm closure device into the laa and then worry about the effusion. After the implant procedure, a pericardiocentesis occurred. After a successfully pericardiocentesis the patient was under recovery and is expected to be fully recovered.